Event description:
A report of a patient experiencing unwanted stimulation and uncomfortable pain at the pocket site was received. The physician has decided to replace the ipg because he believes there may be a malfunction with the implant.